Event description:
Patient received an endeavor rx drug-eluting stent. It is reported that a non-q wave mi occurred post stent implant.

Manufacturer narrative:
(B) (4). Results: myocardial infarction.